Event description:
The surgeon contacted the product specialist about a patient who is (B)(6), and has had a total knee replacement where the tibial component was cemented with cmw 1 with gentamicin. The patient has developed hearing loss. Although not proven, the surgeon questioned oto-toxicity due to the gentamicin. Product still implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The use of bone cements results in the local release of gentamicin into the wound area, and because of the relatively low levels of gentamicin released from depuy cmw bone cements adverse reactions to gentamicin sulfate from bone cement are not anticipated. Reports by the (B)(4) hip register confirm that antibiotic cements have been routinely used together with intravenous antibiotics. In large quantities gentamicin is known to be ototoxic, therefore, there is a statement in IFU that cmw gentamicin bone cements should not be concurrently administered with other potentially ototoxic or nephrotoxic drugs. In this case it is not known whether other such drugs were administered during surgery. No information, regarding the batch number of the bone cement or samples of the bone cement in question, has been received from the hospital and therefore no further investigation of the root cause can be carried out by depuy cmw. As a result no root cause can be determined. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.